Event description:
New brevera stereotactic biopsy needle was opened for setup. The rubber stopper on the end of the needle clear protector was missing. It was no where in the packaging to put back on. Needle was not used because testing would not be possible.